Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient said they went to their healthcare provider (hcp) to change their bandage because it was too tight, and because so, the lead has moved and is coming out causing a return of symptoms. The patient also said their "battery" is coming out and is rubbing up against their skin on their back. They lastly reported a burning sensation. No further patient complications have been reported as a result of this event.